Manufacturer narrative:
(B)(4). Baxter (B)(4) completed the investigation. Sample was available for evaluation. A single blue fiber (approx. 2.5mm long) was found in the inner pouch and was identified as cotton. The complaint was confirmed. Batch record review was performed and all released product met specifications and no component defect was detected. No trend was identified however (B)(4) was initiated to further investigate the issue. Per (B)(4), source of the fiber cannot be determined at this time. This is the first complaint of this nature received for this product lot. The case will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: particulates found either on or potentially inside devices that are designed to be utilized inside blood vessels have much greater consequences for the surgical patient. As this device is intended to be used inside of blood vessels, particulate matter on or potentially inside this device has a potential to introduce the particulate directly into the vascular system. In a worst-case scenario, this may lead to a compromise in blood flow through that vessel causing thrombosis or embolism. After consideration for potential harms and worst-case scenarios, an adverse health consequence is reasonably expected to result from this issue. A follow-up report will be submitted upon receipt and evaluation of the investigation results of the sample.

Event description:
It was reported by a distributor that particulate matter was found in the inner pouch. No patient or user injury reported.